Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider; 1898200t igs m4 510k: k041413 erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years the following account occurred when a microdebrider was being used with the tricut blade: a patient who "had supraglottic rrp (recurrent respiratory papillomatosis) treated, developed a severe hemorrhage that was unable to be stopped endoscopically. The patient required laryngopharyngeal packing and angiography to halt the bleeding. Unfortunately, this patient developed pneumonia and died shortly thereafter." The doctor has confirmed that no additional information is available.

Manufacturer narrative:
Corrected information: no eval explain code.